Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow investigation will be submitted after investigation.

Event description:
It was reported that: bleeding from right femoral artery (rfa) arteriotomy post closure. Covered stent resolved bleeding. Additional information on 15nov2022: during a tavr procedure on (B)(6) 2022, access was gained utilizing micropunture and ultra sound guidance, in the right common femoral artery (rcfa). There were no issues advancing the procedure sheath. Protamine was administered intravenously prior to closure. An 18fr manta was deployed. Post closure, it was reported that the patient was bleeding from the rfa artheriotomy. A covered stent was used to resolve the bleeding.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. Protamine was administered prior to the closure procedure. Following deployment, a post-angiogram revealed bleeding from the arteriotomy. A covered stent was deployed to resolve the bleed, and hemostasis was achieved. There are many potential causes for bleeding from the arteriotomy, including a possible dissection present at the access site that may have caused the manta anchor not to catch the artery wall as designed, creating a non-optimal seal which clinically presents as extravasation. However, the root cause of the extended hemostasis requiring a covered stent cannot be determined due to the insufficient information regarding initial and deployment procedures, patient environment and conditions, no angiograms, and no return device submitted for investigative purposes. Therefore, the root cause remains undeterminable. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.